Manufacturer narrative:
Concomitant product: 4068-45, lead, implanted: (B)(6) 2000.

Event description:
It was reported that the capture on the right ventricular lead was steadily increasing. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.